Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the hand control device had an unspecified malfunction. It was unknown if there were any delays to the scheduled surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation with an unspecified malfunction. Reliability engineering evaluated the device. An assessment was performed and the device was found to have a broken lever spring and the device ran in released position. The assignable root cause was determined to be due to device being normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.